Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy. Reprogramming attempts have been unsuccessful and x-ray results have shown no anomalies. The patient may undergo surgical intervention on a later date.